Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a liver transplantation procedure, after firing the instrument could not be opened again. Liver vein was clamped and sutured. Case completed by handsuture. There was not pt consequence.